Event description:
It was reported the pt only receives coverage when he tilts his head. The pt will undergo x-rays to evaluate the lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.